Manufacturer narrative:
Correction to b5: corrected device listed in description. Went from spectra penile prosthesis to artificial urinary sphincter.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 5.5 cm cuff, pump and balloon were implanted.

Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to an unspecified reason the patient had his spectra penile prosthesis (spp) removed and replaced. The spp was explanted and a tactra penile prosthesis consisting of a 13 mm x 18 cm cylinders were implanted.